Event description:
A facility reported a microsensor was zeroed and implanted without any issue. After the patient was sent back to ward, the microsensor appeared with "p-0" repeatedly and the problem persisted after restarting the icp monitor. Finally, the physician changed with a new microsensor.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The microsensor (ID 826631) was returned for evaluation. Device history record (DHR) - the product code 826631 with lot 5108329 conformed to the specifications when released to stock. Failure analysis - based on the analysis and investigation, the issue of the complaint was not confirmed. No visible damage to the millar sensor, catheter material, or connector. Icp express passed with reading 611. The device passed electronic, noise, linearity/hysteresis, and signal drift tests. The root cause of the issue reported by customer could not be determined as the worked correctly. However, the possible root cause for this issue reported by the customer could be due to incorrect set-up of device.